Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was mg/dl or displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. Reportedly, the customer was using fiasp brand insulin. Tandem technical support educated the customer this is off label insulin use. The customer changed the cartridge and resumed insulin therapy.